Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer declined troubleshooting. Pump was used within 48 hours of the low. Per carelink, smartguard was not used at the time of the low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced harm with no allegation on the product. The customer reported hypoglycemia treated with glucagon. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7040a, mmt-332a, mmt-1884l, unomedical. Customer reported low bgs. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-1884l. No product return is required for unomedical. The customer will continue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, displacement accuracy test and self test. Pump history files and traces successfully downloaded using thump. Pump history does not cover event date/time so soonest date was chosen to record the daily totals. (B)(6) 2025: daily total: 59.85 u. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, cracked case-corner of belt clip rails and pillowing keypad overlay. Unable to confirm low bgs during analysis. Pump passed all required testing with no errors noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.